Event description:
A report was received that the patient's ipg and two m1 connectors were explanted due to an infection at the pocket site. The patient's symptoms included redness and pus. The physician believes the the infection was due to an extended trial period ((B)(6)).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-9004-55, (B)(4), (B)(4), description: connector m1, 55 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.